Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.5 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2015 due to low vaulting and lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. (B)(4).